Event description:
During a laparoscopic hernia repair procedure, the arteria iliaca was injured upon insertion of the trocar as the safety shield was defective. The surgeon converted the procedure to a laparotomy and repaired the vessel with suture. The pt's status is satisfactory.